Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient underwent an unrelated surgery where the ipg was not set to surgery mode. The ipg was unable to communicate with external devices, deeming the ipg inoperable. In turn, surgical intervention may take place to address the issue.

Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.

Manufacturer narrative:
It was reported the patient underwent an unrelated surgery where the ipg was not set to surgery mode. The ipg was unable to communicate with external devices, deeming the ipg inoperable. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.